Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. The image issue occurred because the customer did not put the cables in the correct position. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
An olympus field service representative visited the site and determined that the cables needed to be reconfigured after service. Cables for third party devices needed to be placed in the same location and settings re-installed after field service. There were no issues with the olympus device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source image capture did not work. A cholangioscopy ehl therapy was planned for a patient. A light source that was recently serviced was used, but the image capture did not work again and there were no cholangioscopy pictures. The monitor just showed a box with grey background when they toggled for the pictures. The procedure was abandoned. The single use spyscope and all of the accessories were discarded. There was no reported patient harm or impact due to this event. The same issue occurred with multiple light sources at the customer's site. See related patient identifiers: (B)(6).